Event description:
Customer reported that discordant pt results were observed for the advia centaur br assay. No detailed data was provided by the customer. Corrected reports for the advia centaur br assay pt results were issued to the physician. Pt treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant br results.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant br results is unk. The instrument is performing within specifications. No further eval of the device is required.